Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The the mega suturecut needle driver instrument was analyzed and failure analysis replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of blade damage to be related to the customer reported complaint. The instrument was found to have blade damage. Both blade edges were indented, which prevents the blades from opening and closing properly. Common causes of the mechanical indentations/burrs on the instrument blades are typically attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage), mishandling the instrument, or misusing the instrument. The complaint regarding not rotating correctly or cutting was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of nicks and gouges on the instrument blades is attributed to use-related damage when attempting to cut incompatible material (i.e., hard objects such as bone or cartilage), mishandling the instrument, or misusing the instrument. This issue can be resolved by using an alternate instrument to complete the procedure. This complaint is being reported based on the following conclusion: it was alleged that the instrument may not rotating correctly and it likely that it may have moved with unintuitive motion/freely with uncontrolled motions. Poor instrument control could result in unintuitive motion and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the mega suturecut needle driver instrument was not rotating correctly or cutting. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter was not able to answer many questions due to the time that has passed since the event occurred. The instrument did not move in the intended direction. The issue was persistent. The customer used different instrument to resolve the issue. There was no patient injury or harm. The device was inspected prior to use and no there was no damage or anything out of the ordinary.